Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing cgm data. Reportedly, there was more than 3 hours of data missing. There was no reported impact to customer's blood glucose level. Although requested, customer did not upload pump data for review. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.